Event description:
It was reported that when the device was used during a laparoscopic gastric bypass procedure, the device would not fire. A second device was used to complete the procedure. There was no consequence to the pt.